Event description:
It was reported on (B)(6) 2011 that the patient was unable to adjust her stimulation using the programmer, with or without the antenna attachment. The programmer was returned to the manufacturer and the patient was given a new programmer. The patient also experienced a loss of therapy for the prior two weeks. On (B)(6), 2011, it was reported that the patient still had increased incontinence. Additional information was received on (B)(6) 2012 that reported the implantable neurostimulator and lead had been explanted because, the patient experienced pain and lack of therapy. The patient outcome was reported as recovered without sequelae. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead: model: 3093-28, lot#: v568714, implanted: 2011 (B)(6), explanted: 2012 (B)(6). Programmer: model: 3037, serial#: (B)(4). (B)(4). Analysis of the returned programmer model 3037, serial #(B)(4), showed that the antenna jack had failed and was replaced. Analysis for the remaining returned components has not been completed at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Final analysis of neurostimulator model # 3058, serial # (B)(4) showed normal end of life, no telemetry and no output; no significant anomaly. Final analysis of lead model # 3093, lot # v568714 showed lead body stretched; no significant anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.